Event description:
The atrial and right ventricular leads were removed due to pocket infection and were returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments and analyzed. Analysis found that the defib conductor was distorted, there was blood/body fluid in several conductors (not obstructed) and in the outer tubing overlay, the inner and outer tubing was kinked/buckled, the outer tuber overlay was melted and had cosmetic esc, the outer insulation was torn and had a cosmetic cut, there was a white substance on the exposed defib coil, and there was a cosmetic depression in the outer insulation. (B)(4) a proximal segment of the lead was returned and analyzed. Analysis found that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the proximal conductor was melted, there was a white substance on the outer insulation, and there was a cosmetic depression in the outer insulation.